Event description:
During 4-5 cataract extraction procedures, this phacoemulsification handpiece has to be recalibrated. It will function for approx 3-4 mins after the initial calibration. It will function between 5-10 mins after the second calibration.

Manufacturer narrative:
A return goods authorization number (rga) was given to the customer; however, to date no product has been received.